Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 3 had a bad board and was currently unplugged, as leaving it connected caused the entire machine to power off. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height drawer 3 had faulty board. The field service engineer (fse) found drawer 3 was failed and was off the bus and did not allow station to boot. The engineer tested boards and found faulty drawer and pyxis module controller board. The engineer replaced the drawer controller board and pyxis module controller board and tested the board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.